Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The insulin pump alarm history contains motor position encoder error and more than 1 motor error alarm in the last 30 days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.